Event description:
After additional review, it was noted that the pump was implanted within a mesh bag due to the device moving around in the pocket. It was stated that the device still moved in the pocket.

Event description:
It was initially reported that patient had experienced a change in therapy effect, had acute pain. It was stated that these symptoms started to return within the last 2-3 months. Patient had pain in the left leg and lower back, sometimes it affected both legs. There were no alarms at the time; the last refill was on (B)(6) 2012 and the next was scheduled for (B)(6) 2012. At the last refill session healthcare provider (hcp) had increased the dosage and may be increased the programming of boluses. It was further stated that the patient had a MRI of the thoracic region about 2 months ago to rule out "cyst on the end of the catheter" and per the hcp "everything looked ok". It was added that a dye study was done years ago. It was stated that patient had had several falls but none in the last 2-3 months. As of the date of this report it was stated that patient had "some decrease in pain relief". Hcp tried to do a catheter dye study but couldn't aspirate. "It was time for a new pump" so hcp changed the pump and also the entire catheter. The patient had done very well since and was on a lower dose of medication and received good pain relief.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Programmer: model 8832, serial# (B)(4); catheter: model 8709, lot# j0056634r, implanted: 2001 (B)(6), explanted: unk. Catheter: model 8578, lot# n148372, implanted: 2008 (B)(6), explanted: unk. (B)(4).

Event description:
Additional information was received. It was reported that the patient's catheter had come out of her spine due to the fall. It was stated that this was determined by a dye study.